Event description:
The biomed engineer at the user facility reported that the power button on the subject device was broken. The issue was found during preparation for use. There was no patient or user injury due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the power button was broken. In addition, the housing top cover, bottom chassis, and rear panel were corroded, and the front panel text was faded. The video connector latch was worn out, causing poor connection. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken power button could not be determined. It was additionally confirmed that the product design had been modified to improve the durability of the power switch. Olympus will continue to monitor field performance for this device.